Manufacturer narrative:
A follow-up is necessary to correct health impact code and component code.

Manufacturer narrative:
A bipap s/t device was returned to a third-party service center for evaluation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, there was no visible foam present. Additionally, dust contamination and error codes were present. No death. No serious harm or injury was reported. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation or would be likely to recur if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.

Event description:
A bipap s/t device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed no foam particles in the airpath, yet no foam degradation was noted. The device's sound abatement foam needs to be replaced to address the issue. Additionally, the service technician also noted dust fail contamination. The device was scrapped by the service center after the evaluation was completed.